Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the black box indicated data from (B)(6) 2016 to (B)(6) 2016. A review of the available black box data did not indicate any evidence of short battery life. The battery cap was able to secure properly and the pump powered on normally. Current draws were found to be within required specifications. The pump casing was removed and no internal defects were found. The complaint of a battery life issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.